Event description:
Same case as MFR #: 2134265-2009-02528. It was reported that during a percutaneous coronary (pci) drug eluting stenting procedure, stent damage occurred. The 90% stenotic lesion was located in the calcified and severely tortuous proximal to distal right coronary artery. The physician dilated the lesion with a 2.5mm non-bsc balloon and then advanced the 2.5x28mm taxus liberte to the lesion, but was unable to cross. The physician dilated the lesion again and then advanced the taxus liberte to the lesion, but was still unable to cross. Upon removal, it was observed that the stent was deformed. The physician then advanced another 2.5x28mm taxus liberte to the lesion and experienced resistance and was unable to cross. Upon removal it was observed that the stent was deformed. The physician then dilated the lesion with high pressure using a non-bsc balloon. After dilation, the physician saw that a dissection had occurred on the lesion and advanced a 2.5x32mm taxus to the dissection and successfully deployed it. The physician then deployed a 3.5x32mm taxus liberte in the proximal to mid rca to complete the procedure. Patient status is reported as "good".